Event description:
It was reported that during a lar procedure, the clips were occasionally malformed. The clip would not come out completely when it was fed into the jaw. The doctor commented that he had difficulty grapsing the trigger. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.